Event description:
Note: this complaint is from a clinical study (B)(4). Per received report: the procedure was coil embolization assisted with the vrd (B)(4) for subarachnoid hemorrhage in left intracranial vertebral artery. The procedure took place on (B)(6) 2011. On (B)(6) 2011, the pt was transferred to the hosp because of subarachnoid hemorrhage. By the time the procedure started, the pt already had a continuous hemorrhage and was in a critical condition. Despite the treatment, the subarachnoid hemorrhage became increasingly severe and the pt died on (B)(6) 2011.

Manufacturer narrative:
Below are the catalogue number list reported by the same rep. Note that no lot number was provided. Crc140615-30 (total 4), crc140512-30 (total 3), dpl100408-20 (total 2), pc4100517-30 (total 1), dfs100410-20 (total 1).